Event description:
Livanova USA received a report that, during open heart surgery, the atra sump cannula was blocked by a thrombus. According to customer, a soft left thrombosis was observed and poor drainage of the heart cavities which made surgery more difficult and longer, thus increasing preoperative risks. Event outcome to be clarified.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H.11. Livanova USA manufactures the atra sump. According to customer, the issue has already occurred in the past. Livanova initiate an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
Complaints database review on the impacted code was performed, and revealed that multiple customers reported that the su-29602 sump was collapsing and not sucking fluid back from the surgical field. Functional testing was performed on units from a different lot returned for investigation and it showed that the devices were running at higher pressures than normal, confirming an occlusion. Through visual inspection, it was determined that the obstruction was located at the level of the tip. Cannula tip is manufactured by assembling an internal silicone tubing inside a spring. Internal tubing is then bonded to a connector, that connects to the cannula body. Upon cutting open the cannula tips of complained units, it was discovered that the prongs on the inner tubing were collapsed into the spring, therefore partially occluding the tip of the sump. The bond between connector and inner tube was inspected on the units and found to be misassembled and bonded past the inner shelf of the connector. This caused the spring to compress and put pressure on the prongs of the soft inner tube, that collapsed inside it. Returned device was visually inspected and confirmed to be misassembled at the tip. Device history record review for code su-29602 was performed and revealed that a new design of the tip connector was introduced in production starting from april 2024. Dimensional analysis of the connector revealed that its new mold facilitated the misassembly. Complained lot was built after the design change of the connector. Based on the above, the root cause of complained event has been assigned to the misassembly of the tip internal bonding, that was favored by the design change of the connector. As corrective action, a non conformity repoort was opened and all available stock of su-29602 built starting from lot 2409300250 (first lot built with the new connector) was put on hold and reworked. Also, mop for suction sump assembly was updated to enhance procedure and personnel was retrained to build product according to new work instruction and place special care in the assembly of the inner tubing. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
H11: through follow-up communication with the customer, livanova learned the following additional information: - the patient did not have serious repercussions on his health; - it was confirmed that the cannula was aspirating correctly at the beginning of the surgery and then stopped due to the thrombus; - to solve the issue, the cannula was replaced; - it is unknown how long the procedure was prolonged due to this issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.